Event description:
During cystoscopy and trans-urethral resection incision of bladder neck, the fiberglass tip of a circon scmi number 26 resectoscope broke off inside the pt. With repeated efforts, the surgeon was able to retrieve the tip.